Event description:
It was reported that one of the patients lead had high impedances. The patient underwent a lead replacement procedure.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that one of the patients lead had high impedance. The patient underwent a lead replacement procedure. Additional information was received that the patient was doing well postoperatively.

Manufacturer narrative:
Sc-2218-50 (sn: (B)(6). The returned lead was analyzed and visual inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent or kinked location is one cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The lead got kinked after it exits the clik anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. The probable cause selected is cause traced to component failure. No escalation is required at this time.